Manufacturer narrative:
Results: no product will be returned for evaluation.

Event description:
In late 2008, the pt reported an elevated blood glucose reading in the 200 mg/dl range after he ate a bagel and soda. He stated he received an e4 (occlusion) message on his insulin infusion device while trying to deliver a correction bolus of 10-12 units of insulin. He said when he removed his insulin infusion headset he saw blood on it. He was unsure if the cannula was bent. He changed his headset and bolused 5 units then another 5 units with no error message given. He stated his headset had been in use for 2 days. The effect of scar tissue was discussed with the pt, and a complimentary guide to infusion site management was sent. On follow up with the pt nine days later, he stated his blood glucose readings are "kinda stable." He stated he is still having some occlusions and believes the cannula may be bending inside his body. He stated he thinks this is caused by placing his headset in the area below his belt line and by wearing suspenders. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.